Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient presented to the emergency room after receiving multiple shocks.upon interrogation an error code appeared when the field representative attempted to retrieve the electrograms (egms). Review of the patient's data via the remote home monitoring system revealed that the shocks were inappropriate and that therapy was exhausted. Boston scientific technical services (ts) suggested sending in a disk of the device's memory to determine the cause of the error code. An email was sent to the field representative in an attempt to obtain additional information. No adverse patient effects were reported.